Event description:
It was reported the pt was implanted with an acticon neosphincter and had it removed due to infection. The date of the removal surgery was "over a year ago" and the date of the reimplant was (B)(6) 2013. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Additional info: balloon - catalog #72402106, serial #(B)(4), expiration date 08/21/2013, MFR date 08/25/2008. Pump - catalog #72402287, serial #(B)(4), expiration date 08/14/2013, manufacture date 08/19/2008.